Event description:
The device (part number cev229-1a) was returned to mxi service and repair.

Manufacturer narrative:
The device (part number cev229-1a) was evaluated and indicated that the hook sheathing was damaged and presents missing parts. The sheathing was very likely damaged by contact with another cutting or coagulating instrument. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).